Event description:
Caller reported a malfunction on the pump, specifically due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer chose to use multiple daily injections (mdi) as backup therapy. Technical support sent a replacement pump, ensured shipping details were correct, and advised on steps for using the updated software version. Caller received instructions for storage mode and return procedures for the faulty pump and acknowledged the information provided.